Manufacturer narrative:
The 6x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. The distal threads of the screw has broken off. Dimensional assessment of the screw's major diameter was found to meet print specification. With the limited clinical details provided regarding graft type, size and tunnel size no root cause can be determined. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Event description:
During an acl (anterior cruciate ligament) reconstruction procedure, it was reported that as the screw was introduced it broke inside the patient. The surgeon removed all pieces with a clip. There was a twenty five minute delay. A backup device was available to complete the case. There were no reports of patient injuries or complications.